Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The unit was functionally tested by flushing the catheter with water using a 12ml luer lock syringe. During testing, two leak sites were observed at the same depth along the catheter tubing, between the 33 cm and 34 cm depth markers. Microscopic inspection of the leak site found that an s-shaped tear was present on the blue portion of the catheter tubing and a c-shaped tear was present on the clear portion of the catheter tubing roughly opposite of the s-shaped tear. The catheter was bisected and the inner catheter wall inspected. Further impressions were found on the inner wall surrounding the s-shaped tear. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that there is a leakage of drug solution from the outside of the catheter (blue), and damage is suspected. The catheter was removed and reinserted. There were no negative consequences to the patient, such as health damage, injury, or additional treatment, due to the leak.